Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation duodenovideoscope exhibited whitish foreign material from the air/water-tube and cylinder, grooves of connecting tube and elevator channel plug . There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 15 years since the subject device was manufactured. The legal manufacturer reviewed the cleaning disinfection and sterilization (cds) process steps provided by the customer, and it is unknown if there are deviations from the instructions for use (IFU). The customer did not provide a response regarding whether there was any damage to the reprocessing equipment¿s accessories for precleaning and manual cleaning. Based on the results of the investigation, the foreign material was possibly an antifoaming agent. No physical damage was found at the elevator channel plug, air/water cylinder, or air/water tube, but physical damage was confirmed at the insertion tube, where foreign material remained. The root cause that caused the foreign material to remain in the subject device could not be identified. The instruction manual states the detection method associated with the event in "evis exera tjf type 160vr operation manual chapter 3 preparation and inspection", and preventative measures in "evis exera tjf type 160vr reprocessing manual chapter 3 cleaning, disinfection and sterilization procedures". Olympus will continue to monitor field performance for this device.